Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 15. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and inflammation. No further patient complications were reported.